Manufacturer narrative:
Batch review performed on 20 july 2020 lot 2051540: (B)(4) items manufactured and released on 11-may-2020. No anomalies found related to the problem. To date, any other similar event has been reported. Additional instrument involved: gmk hinge 02.09.10.0054 hinge trial femur #2 r lot. 1551733 batch review performed on 20 july 2020. Lot 1551733: (B)(4) items manufactured and released on 25-jan-2010. Expiration date: 2014-12. No anomalies found related to the problem. To date, any similar event has been reported on this lot since 2016.

Event description:
During a revision surgery of a competitor knee to a medacta knee, the surgeon was starting to prep for the femoral cone,. While prepping for the femoral cone, the surgeon pulled the hinge femoral trial off and observed he had fractured the distal femoral condyle. The surgeon decided not to revise the patient with medacta products and instead revised with competitor products. It was also observed that the patient had very poor bone quality. There was a 1 hour and 45 minute delay in the case and additional anesthesia was necessary. The surgery was completed successfully. The fracture reason's is bone loss and bone quality. The point of fracture is medial femoral condyle.